Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from june 8, 2020 - june 9, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed residual fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused during a patient infusion. It was reported that the folfusor ¿had not completed infusing all the medication at the due time and still had a significant amount of fluid left¿. The device had been filled with fluorouracil 3420mg in sodium chloride 0.9%. The access was via a dual lumen power injectable peripherally inserted central catheter (PICC), right basilic vein. There was no report of patient injury or medical intervention associated with this event. No additional information is available.